Manufacturer narrative:
-Complaint allegation is not confirmed. -one unpackaged abs-10060 serial number (B)(6) was returned for investigation..-functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 34 ml platelet-poor plasma (ppp), 21 ml rbc, and 3 ml prp. The prp volume within the syringe was recorded as 3 ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Please note that the prp had expected cellular foldx concentrations. -the complaint describes that the system in question, sn (B)(6), that an abs-10060 angel prp centrifuge would not spin properly or wouldn't spin at all. This error could not be replicated. -visual evaluation noted no issues with the device. Manufacturing date: 16-apr-2021 -no problem found. -see attached testing investigation memo. -refer to investigation photos. -the complaint allegation is not confirmed.

Event description:
On 05/27/2025, a facility representative reported via (B)(4) that an abs-10060 angel prp centrifuge would not spin properly or wouldn't spin at all. A case was involved, with no adverse effects for the patient.